Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a heavily calcified, moderately tortuous,90% stenosed lesion in the proximal left circumflex (plcx) artery. A 2.50x15mm nc trek neo balloon dilatation catheter (bdc) was advanced with resistance from the anatomy, and the balloon was inflated one time to 8 atmospheres (atm) when the balloon ruptured. The delivery system with the ruptured balloon was removed from the patient without issue and a new trek bdc was used to successfully complete the procedure. There were no reported adverse patient effects and no clinically significant delays in the procedure. No additional information was provided.